Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously rebooted, and they were unable to determine why. When the cns came back on, it was not having any issues. Technical support (ts) advised them to contact their biomedical engineer (bme) to troubleshoot the issue further. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted, and they were unable to determine why. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted, and they were unable to determine why. When the cns came back on, it was not having any issues. Technical support (ts) advised them to contact their biomedical engineer (bme) to troubleshoot the issue further. No patient harm was reported. Investigation summary: a definitive root cause could not be identified based on the available information. Without a definitive root cause, countermeasures to address the root cause could not be identified. Possible causes of the issue are user intervention (intentional or accidental), scheduled reboot, and power-related issues. It is possible that the bme was planning to reboot the device but did not notify the staff. It is also possible that the staff may have inadvertently rebooted the cns. Power-related issues, such as power outages and generator tests, may cause the cns to shut down. Furthermore, the issue has not recurred on the device, and there have been no significant trends on cns reboots and sudden shutdowns. A review of the history of the serial number identified no further reports of the device randomly rebooting. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted, and they were unable to determine why. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted, and they were unable to determine why. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?